Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Service engineer checked the device in the imt analyzer on site and found no errors. Effective ventilation pressure does not reaches the set pcontrol. Possible root cause is the failure of the ppat sensor. Replacement of the inspiration valve has been suggested.

Event description:
Hamilton medical ag received the following incident description:the ppat value during zero calibration is fluctuating and not adjusting to zero.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Service engineer checked the device in the imt analyzer on site and found no errors. Effective ventilation pressure does not reaches the set pcontrol. Possible root cause is the failure of the ppat sensor. Replacement of the inspiration valve has been suggested. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description:the ppat value during zero calibration is fluctuating and not adjusting to zero.